Event description:
It was reported that the patient underwent a right hip revision due to unknown reasons. During the procedure, a zimmer cup was revised, srom stem remained in place, new head and cup were placed. This report reflects information received by FDA in the form of a notification per 80.322. No additional information could be provided.

Manufacturer narrative:
(B)(4). G2: FDA medwatch submission: mw5187979. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.